Manufacturer narrative:
Please be informed that this information is collected via one hospital clinical services (this is not a clinical study). Medtronic is not the owner of the data, and does not have access to information that the site has not entered into the one hospital clinical services database. The information currently reported is all of the information that is available at this time. If additional information is received from the site, an update will be provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, following the implant of an evolut fx valve in a patient with a history of right bundle branch block and chronic atrial fibrillation, moderate, anterior paravalvular leak was noted. In addition, a permanent pacemaker was implanted on the first pos t-operative day. The reason for permanent pacemaker implant, including whether it was pre-planned, was not provided. No acute or late post-procedural complications were reported. The patient was discharged after eight hospital days.

Manufacturer narrative:
Updated data: b2., b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the permanent pacemaker was implanted due to third degree atrio-ventricular (av) block. It was noted that the patient did not have a permanent pacemaker prior to the valve implant.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.